Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. When the device is turn on, it was checked that it was not heating and there was not flow rate. Replaced circulation pump. The functional test was performed and it was checked that the device works correctly. A DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device screen indicated that there were 0 liters per minute flowing, but the hospital personnel could see liquid flowing through the patches. Per follow up information received via email on (B)(6), 2024, the device was sent to depot for evaluation and repair. No patient therapy impact was reported and there was no patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen indicated that there were 0 liters per minute flowing, but the hospital personnel could see liquid flowing through the patches.